Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was communicated that the outcome was not considered to be device or therapy related and that the device operated as expected. An autopsy was not performed, and the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including multiple types of organ failure and dysfunction (including renal dysfunction and right heart failure) and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. After implant, the patient required right ventricular assist device (rvad) and continuous renal replacement therapy (crrt) support. In spite of the support, the patient did not maintain hemodynamics and was declared. The death was not device or therapy related.